Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via merlin.net transmission. The patient did not receive therapy during the oversensing. Programming changes were discussed.